Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized in (B)(6) 2016 with blood glucose levels and ketones. The customer stated that their sensor was working fine but they failed to provide any further information about their hospitalization or what their blood glucose levels were at the time of the call. The customer did not troubleshoot and did not send the product back for analysis. The customer declined speaking to the help line.